Event description:
It was reported that the biomed had an arctic sun device with an error 1 (prewarm bypass flow error) and flow was 3261, coming in for the 2k preventive maintenance. Per communication with technical support and biomed, the device was not being used on a patient during the event. The device was coming in for 2k service and repair. Per sample evaluation results received on 08sep2022, it was reported that the arctic sun device reads full after filling with 1 of 3.5 liters of water. It was noted that the level sensor was not reading properly. The power pin for the operation of the fill valve in the j9 connector of the manifold harness was found pulled out of the connector and would not lock into the connector once reinserted. This caused intermittent failures of the fill valve during autofill. It was noted both evaporator outlet tube and manifold double bend tube were found to be expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device with an error 1 (prewarm bypass flow error) and flow was 3261, coming in for the 2k preventive maintenance. As per communication with technical support and biomed, the device was not being used on a patient during the event. The device was coming in for 2k service and repair. As per sample evaluation results received on 08sep2022, it was reported that the arctic sun device reads full after filling with 1 of 3.5 liters of water. It was noted that the level sensor was not reading properly. The power pin for the operation of the fill valve in the j9 connector of the manifold harness was found pulled out of the connector and would not lock into the connector once reinserted. This caused intermittent failures of the fill valve during autofill. It was noted both evaporator outlet tube and manifold double bend tube were found to be expanded.